Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) pim test failed. There was no patient involved.

Manufacturer narrative:
Updated field - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component code, investigation conclusions),h10. The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the pneumatic module assembly to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed leak test. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.